Event description:
It was reported that this pacemaker recorded two signal artifact monitor (sam) events. As a result, the minute ventilation (mv) sensor was automatically disabled. Technical services reviewed available device data and noted noise on both the right ventricular (rv) and right atrial (ra) channels. The noise observed was consistent with a signal coming from mv as well as a component of non-cardiac origin. The noise was over-sensed in both the ra and rv channels. The recorded impedances were out of range at the time of the event recording. Additional investigation was recommended to evaluate for a possible lead issue. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded two signal artifact monitor (sam) events. As a result, the minute ventilation (mv) sensor was automatically disabled. Technical services reviewed available device data and noted noise on both the right ventricular (rv) and right atrial (ra) channels. The noise observed was consistent with a signal coming from mv as well as a component of non-cardiac origin. The noise was over-sensed in both the ra and rv channels. The recorded impedances were out of range at the time of the event recording. Additional investigation was recommended to evaluate for a possible lead issue. No adverse patient effects were reported. This pacemaker remains in service.